Manufacturer narrative:
This report is submitted on 03 february, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to ossification. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 04, 2022.